Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and was scheduled for an implantable cardioverter defibrillator system extraction. Prior to the procedure, the device was interrogated and exhibited an output anomaly. The device was then explanted successfully. The patient remained in stable condition.